Event description:
It was reported that the patient experienced a rhythmic storm and cardiac arrest, requiring four external defibrillation to resolve the tachycardias. The patient was intubated and ventilated. The right ventricular (rv) leadless pacemaker (lp) was explanted. The patient now has an implantable cardioverter defibrillator (ICD). The physician alleges the event was caused by the lp, however no malfunction of the lp is alleged. The patient continues to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that it is suspected that the lp was implanted into damaged tissues that triggered the arrhythmia.